Event description:
According to the endoscopy staff, there was a 20-minute delay in the procedure due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that fluid invaded the electrical connector during user handling which caused an abnormality in the electrical parts. This resulted in the dark image. However, the root cause of this event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - inspection of the endoscopic system - inspection of the endoscopic image.¿ ¿general policy - precautions - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Preparation and inspection - inspection of the endoscope - inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities.¿ this supplemental report includes a correction to b5. Information added to b5 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oekg) was informed that the customer evis exera ii gastrointestinal videoscope has an image malfunction, ¿image goes dark during the upper digestive endoscopy¿. It was not possible to complete the procedure with the same scope, so another similar scope was used to complete the intended procedure. The customer reported there was no death, injury or harm.

Manufacturer narrative:
The subject scope was returned to the olympus repair center. The customer¿s reported problem was confirmed as noise on the image occurs. Additionally, the repair inspection found the following: the air/water and suction cylinders have discoloration, the scope failed the water leak test due to deformation at the (el) electronic connector, the cover glass is dirty due to water leakage, the distal end cover is chipped resulting in a failed insulation test, the connecting tube has buckling, and the universal cord is scratched. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.